Event description:
Pt reported that he had bilateral knees in 2004. Right knee is fine. In 2007, pt states he experienced a strange feeling like a pulling apart at the knee, resulting in pain ever since. He can see something poking out and the skin is discolored. Doctor says, he will need a revision.

Manufacturer narrative:
No other information is available at this time. Additional information is pending.